Event description:
Post-op readings after cataract surgery were off by minus 3 diopters. The intraocular lens was explanted and replaced. The original readings were taken in 7/1998 and the explant procedure was performed in 1/1999.